Event description:
The lay user/patient called lifescan (lfs) germany on july 3, 2006, and alleged that his meter was reading inaccurately high. The lfs germany representative was able to obtain the following information from the patient. The patient reported that he has been hypoglycemic 3 times in the past 3 weeks. He was unable to provide inforamtion regarding the first two incidents. The last inicident, the patient ate dinner at 7:30 p.m. He ate one slice of bread with butter and salt. At 11:00 p.m. He tested his blood glucose on his one touch ultra meter and obtained a result of 137 mg/dl. He then tested on his one touch ii meter and obtained a result of 104 mg/dl. The patient then took 10 units of his insulin. At 2:00 a.m. He woke up feeling hypoglycemic; he tested his blood glucose on his one touch ultra meter and obtained a result of 86 mg/dl. He then tested on his one touch ii meter and obtained a result of 55 mg/dl. He ate 3-4 pieces of glucose. The follwing morning he tested upon waking and his one touch ultra meter read 186 mg/dl and the one touch ii meter result was 122 mg/dl. The patient did not seek any medical attention during the events. The meters being used by the patient have different calibrations, the one touch ii meter is whole blood calibrated and the one touch ultra is plasma calibrated. Plasma calibrated results are 12% higher thatn whole blood calibrated results. The testing technique was correct, however, the technique for cleaning the puncture site was incorrect. The patient did not have testing supplies available to troubleshoot. Although, the patient was cleaning the meter incorrectly, this complaint is being reported, as patient was basing his insulin on his meter results and subsequently had symptoms. A replacement meter has been sent.

Manufacturer narrative:
Lifescan has requested the return on the subject meter for evaluation, but has not yet received it. If the meter is returned, lifescan will evaluate it and, if the meter does not pass inspection, lifescan will inform FDA of the results in a supplemental report.